Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft extension was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had been experiencing chronic infections post index procedure. The physician elected to surgically remove the aneurx stent graft extension and it was replaced with a dacron surgical graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.